Event description:
Study: (B)(4). It was reported that during a transcatheter aortic valve replacement treatment procedure the patient expired. Access was obtained through the right femoral artery. The physician inserted a lotus introducer and then placed an amplatz super stiff guide wire through the pigtail already placed in ventricle. The physician then advanced an 18mm x 4cm non-bsc balloon and completed two aortic valvuloplasty inflations. The first one slid toward the ventricle due to "slow" rapid pacing. The second one was successful. The lotus valve system was then introduced through the lotus introducer and over the amplatz guide wire and then the valve was positioned and deployed. After the removal of the lotus valve system and the amplatz guide wire the patient's blood pressure dropped and pericardial effusion was observed on echo. After cardiac pericentesis was performed, echo showed a perforation of the left ventricle. CPR was started while drainage was being performed. Blood pressure was regained, but after a few minutes it redropped. A decision was made to perform a thoracotomy even though there was no left ventricular (lv) function. As soon as the chest was opened blood was observed coming out from the apex area of the lv which was then sutured. After suturing the hole there was no lv function or blood pressure. The decision was made to stop efforts and the patient expired. Medications: warfarin, simvastatin, thyroxine, pantoprazole.

Event description:
(B)(4). It was reported that during a transcatheter aortic valve replacement treatment procedure, the patient expired. Access was obtained through the right femoral artery. The physician inserted a lotus introducer and then placed an amplatz super stiff guide wire through the pigtail already placed in ventricle. The physician then advanced an 18mm x 4cm non-bsc balloon and completed two aortic valvuloplasty inflations. The first one slid toward the ventricle due to "slow" rapid pacing. The second one was successful. The lotus valve system was then introduced through the lotus introducer and over the amplatz guide wire and then the valve was positioned and deployed. After the removal of the lotus valve system and the amplatz guide wire the patient's blood pressure dropped and pericardial effusion was observed on echo. After cardiac pericentesis was performed, echo showed a perforation of the left ventricle. CPR was started while drainage was being performed. Blood pressure was regained, but after a few minutes it re-dropped. A decision was made to perform a thoracotomy even though there was no left ventricular (lv) function. As soon as the chest was opened blood was observed coming out from the apex area of the lv which was then sutured. After suturing the hole there was no lv function or blood pressure. The decision was made to stop efforts and the patient expired. Medications: warfarin, simvastatin, thyroxine, pantoprazole.

Manufacturer narrative:
Device evaluation: device was received loaded in the hoop. Visual inspection revealed a bend at 243cm from the proximal end to distal end. The outer diameter of the device was measured and all measurements met specifications. The batch number is unknown therefore the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).